Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device fired and cut completely and had complete intact doughnuts, but no staples in the staple line. It was reported there were no patient consequence, but it is unknown how the case was completed.